Manufacturer narrative:
(B)(4). One (1) viper2 set screw inserter [product code: 2867-35-400, lot number: x1009] was returned to the complaints handling unit (chu) for evaluation. Visual examination of the inserter revealed the outer shaft was fractured at the distal tip. The other half of the tip was provided with the part. The inner shaft remained undamaged. The device was then sent for fracture analysis. Fracture analysis revealed that the texture of the fractured surface is consistent across the entire surface suggesting the driver tip underwent a quasi-static overload failure. No material defects or other abnormalities were observed in this analysis. Device met all hardness specifications. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. Root cause for the outer shaft of the viper2 set screw assembly breaking cannot be positively determined. However, fracture analysis reveals that the texture of the fractured surface is consistent across the entire surface suggesting the driver tip underwent a quasi-static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not returned for evaluation.

Event description:
On (B)(6) 2015, l4 instrumentation using viper was done for a patient with spondylolisthesis ((B)(6)-year-old male, (B)(6)). When the surgeon tightened up the set screw at temporary fixation, the inserter broke with a snap. A broken piece was confirmed in the patient's body by c-arm, and it was retrieved with forceps. The surgeon visually confirmed that the piece exactly fitted with the broken part of the inserter, and completed the procedure without delay.